Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level reached 480 mg/dl but did not exceed 500 mg/dl. The pump was shut down, so no fault ID could be confirmed. Tandem technical support (cts) decided to replace the pump. The customer was informed that they would receive a pump with updated software and was advised on how to use it, including waiting for a session to end if using a g7 sensor. The customer was instructed to put the problematic pump into storage mode and return it. Cts confirmed the shipping address and will not require a delivery signature. The customer will use multiple daily injections as backup therapy until the replacement pump arrives.